Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2019 and ventralex st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2019) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralex st (device #3). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2019 and ventralex st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with recurrent symptomatic periumbilical hernia and subxiphoid incisional hernia thereby underwent laparoscopic repair with the implant of bard ventralight st mesh (device #1 and device #2). Per operative notes, ¿hernia sac was dissected. Bard ventralight st mesh (device #1) was placed into subxiphoid incision side and sutured. Another bard ventralight st mesh (device #2) was placed into periumbilical side and secure it with suture.¿ (B)(6) 2020 - patient was diagnosed with incisional hernia without obstruction, adhesion, small bowel thereby underwent laparoscopic repair with implant of bard ventralex st mesh (device #3 and device #4). Per operative notes, ¿dense adhesions were taken down. Bard ventralex st mesh (device #3) was placed into subxiphoid incision side and sutured. Another bard ventralex st mesh (device #4) was placed into periumbilical side and secure it with suture.¿ (B)(6) 2021 - patient was diagnosed with recurrent of lower midline symptomatic periumbilical hernia, adhesions thereby underwent robotic assisted repair with explant of bard ventralight st mesh (device #1) and bard ventralex st mesh (device #3) and implant of one bard ventralight st mesh (device #5). Per operative notes, ¿all adhesions from the mesh were taken down. Bard ventralight st mesh (device #1) and bard ventralex st mesh (device #3) was excised from lower midline periumbilical side. There was no evidence of subxiphoid hernia. Bard ventralight st mesh (device #5) was then placed and sutured.¿